Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unknown issue ("could not get meter to work"). This complaint is being reported because troubleshooting was not possible and the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.